Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to product concern." Healthcare professional later reported "the left breast implant is ruptured." Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Also observed, an opening in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Additional observations: crease fold observed in the device.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to product concern." Healthcare professional later reported "the left breast implant is ruptured." Device explanted and replaced.